Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 2 pulmonary events which are considered death events. The relationship of the death to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was on (B)(6), 2021 and (B)(6), 2022. Patients¿ mean age is 84 years, ranging from 77 - 91 years. 50% of the patients were male, 50% of the patients were female.

Manufacturer narrative:
Amulet laao registry reports 2 patients with pulmonary events and death. No devices were returned. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. B2 - date of death: the earliest date of death was used. D6a - implant date: the earliest implant date was usedna.